Event description:
The following has been reported: I received wbo pump sn (B)(6) from the williamsburg staff. I did not receive a full report on this pump other than it was not working. Additional information is not available. 3/28/24 - recleaned sensor and pins and passed test infusion. Preliminary evaluation of the logs showed the following: sensor hardware failure (set ID sensor). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. Log files were pulled to review pump problem and found it was set ID sensor and downstream air sensor. Final acceptance test was conducted and passed. The pump was reverted back to manufacturing mode to test set ID and downstream air sensors functionality. Set ID had passed set ID functionality testing but had failed hardware functional testing for downstream sensor. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present. An internal investigation had found the flex cable for compressor was sitting in the j45 connector but was open. With the connector open the cable was able to stay in place due to being pushed into place and would result in interment results with pump based on how much connection the cable would have. This connection would affect the results for both set ID and downstream in the log files. Cable was reseated and the pump was retested for functional testing and passed.